Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, (B)(4) states: "intraoperative or postoperative bone fracture and/or postoperative pain". The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This is MDR one of three (1825034-2011-00689 through 00691) for this event. (B)(4).

Event description:
Patient reported undergoing total hip arthroplasty on (B)(6) 2006. Subsequently, patient is now experiencing pain, popping, and grinding in her hip. No revision procedure has been scheduled.